Event description:
The customer reported via phone call that he had a high blood glucose of 600 mg/dl. Customer's current blood glucose was 281 mg/dl. Customer did not have the tubing clamp until it arrived today. Customer clamped off the tubing and at 1.7 units, he received a no delivery. Customer did a bolus while he was disconnected and did not see any insulin. Customer was taking novolog without levemir. Customer was taking shots in his eye for macular degeneration and the medication was changed about 2 weeks ago. Customer stated that the bolus history was not recording what he just did. Customer treated with an insulin pen. Customer has contacted his health care professional regarding his unexplained high blood glucose. Customer stated that the issue began 2 weeks ago. Customer performed a high pressure test and passed. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.